Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Manufacturer narrative:
Root cause: technical root cause a defective data communication cable was identified. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further follow up, the reporter indicated the reported problem was due to a data communication cable connecting the digital marker to the video overlay.

Event description:
A surgeon reported a case of incorrect intraocular lens (iol) axis alignment of the right eye, observed at one week post operative visit. Reporter indicated the patient was returned to the operating room, and the iol was rotated into the correct axis of alignment. Upon additional follow up, the reporter relayed the doctors seating position was not selected correctly to fully align with the correct axis position of the iol.

Manufacturer narrative:
The reported communication cable was determined to be unrelated to the event of misalignment of the intraocular lens (iol) rotation. Upon additional review, the root cause could be identified as a user failure to identify the doctor position selection, which lead to wrong alignment of the iol. (B)(4).